Manufacturer narrative:
Product event summary #at analysis it was determined that the programmer's touch screen was out of specification. It was replaced and calibrated. New software was also installed and the device cleaned and it then passed its electrical safety test and all final functional and systems tests.

Event description:
It was reported that the programmer was broken and not working. It was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.